Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), the single use mechanical lithotripter broke while attempting to crush the approximately 15mm stone. When the scope and outer sheath were removed, the wire hung down into the patient¿s duodenum and stomach and the basket remained grasping the stone. Under fluoroscopy, each wire on the retained basket was broken using scissors, forceps and apc (argon plasma coagulation), and the basket was retrieved, which resulted in a 2-hour extension of the original procedure. As the lithotripsy/removal of obstruction was unable to be performed successfully, a stent was placed and the patient will be observed for several months.

Manufacturer narrative:
Update to: d4 this supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: misalignment of the coil sheath, brazing joint of the operation wire was broken off. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to various factors such as shape, numbers, and hardness of the calculus, a force beyond the strength resistance was applied to the device during lithotripsy. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.